Manufacturer narrative:
(B)(4). The ra, rv, and lv leads remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing phrenic nerve stimulation. Investigation discovered that the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads had dislodged, which was causing the stimulation. A revision was performed and all three leads were successfully repositioned. No additional adverse patient effects were reported.